Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut, but did not staple the entire way around. The doctor oversewed the staple line. There was no adverse consequence to the patient.